Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.

Event description:
It was reported that the customer had note says the pump always alarms that the door is fully closed and I had no alarms for the door but I did see the flow rate was too low so I calibrated it to the correct flow rate. There was no patient involvement.